Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's daughter reported the pacemaker was repositioned and the lead dislodged and was "trying to poke through the skin." Follow-up attempts for more information were made; however, these were unsuccessful. No patient complications have been reported as a result of this event.